Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). It was reported a person was being transferred with a minerva lifting device and that during this transfer one of the wheels and brakes had broken off. Pt sustained no injuries. When reviewing reported events. We haven't found any cases with similar fault description (castoff broken off). There is trend observed for reportable complaints on minstrel/minerva but is considered to be low and stable taking into consideration the thousands units on field, used daily. The trend is not related with this failure mode. The device was put through a function test by the arjohuntleigh rep that visited the site. We were able to find deficiency with the device. This means that the lifting system was not up to specification when the event took place. The device was being used for pt handling and in that way contributed to the event. "Be prevented if maintenance has been followed according to relevant IFU, under customer obligations, it states to check and clean castors on a daily basis as well as to perform a check of all mechanical attachments.